Event description:
The customer reported indeterminate (ind) and relative light unit (rlu) troponin I flags for several patients and an elevated total thyroxine (tt4) result, for one patient, involving the access 2 immunoassay system. The customer also noted sample counts outside limits system errors on the event log. An elevated tt4 result of greater than 30 ug/dl was obtained for one patient. The customer discontinued analyzing patient samples and performed system troubleshooting with beckman coulter customer technical specialist (cts). During troubleshooting, the customer discovered the white fittings, on top of the substrate bottle, was loose and tightened the fittings. The customer then initialized the instrument to ready mode and primed the substrate for ten cycles. Beckman coulter cts advised the customer to perform system check follow with quality control (qc) and retest patient samples once qc is within specification. The customer retested patient samples and obtained acceptable results. Beckman coulter advised the customer to review patient results, prior to the event, for accuracy. No erroneous patient results were released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. No further issues were noted. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting.